Manufacturer narrative:
This report is filed, march 29, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2016 resulting is loss of osseointegration.